Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, and displacement tests. The device was unable to prime during prime test due to faulty force sensor resistor. Excessive no delivery test and occlusion test were not preformed due to prime anomaly. The motor was tested outside of the device and it passed. The device had minor scratches on the display window, scratched case, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error while he was attempting to bolus for his dinner. Customer's blood glucose was 320 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.